Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed measurement diagnostic on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
The reported event of misleading date for the episode tree section was confirmed. Upon review of the provided files, it was concluded that the populated date corresponds to the most recent value among the last session date, the last update date, and the remote monitoring read date, in accordance with the requirements specified for each device.